Event description:
The hospital clinical engineer (B)(6) reported for perfusion that the mps2 console had an issue during use. The report stated the console had multiple vent errors and has been removed from service. There were no patient complications reported as a result of the alleged issue. The console will be returned to the manufacturer for evaluation.

Manufacturer narrative:
Device evaluation of the console found the reported error could not be duplicated. The console was checked for evidence of fluid intrusion and damaged parts. Fluid intrusion was found on the solenoid driver board, entry point not known. The solenoid driver board was replaced.